Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for clip opening when establishing final arm angle. It was reported that this was a mitraclip procedure, performed to treat functional mitral regurgitation (mr) of grade 4. The first clip delivery system (cds) used was prepared for use and no issues were noted. The device was advanced into the anatomy and grasped the leaflets without issue. During establishing final arm angle (efaa) testing, the clip failed. Standard troubleshooting was performed, and each time, the clip opened. The decision was made to remove the clip delivery system (cds) and use a second. There was no issue with the second cds and the clip was deployed without issue. The mr was reduced to grade <1. There was no adverse patient effect or clinically significant delay. No additional information was provided.

Event description:
Subsequent to the initial report, additional information was provided. Troubleshooting was performed three times; however, the clip opened. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. The reported clip open during establish final arm angle (efaa) could not be tested via returned device analysis due to the noted l-lock damage. The damaged l-lock tabs appear to be due to removal of the device or during packaging for transit back. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Procedural echo videos were received as well. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that the first clip was not deployed and the clip delivery system (cds) was removed after the failed efaa attempts. A second cds was inserted in which the clip was successfully deployed. This aligns with the reported incident details that a second cds was inserted and the clip was deployed successfully. Based on the echo videos provided, it is apparent the first cds (reported device) failed efaa based on a comparative assessment of the clip arm angles in the videos that were determined to be taken pre and post efaa. While exact clip arm angles cannot be confirmed, it is evident the clip arms opened during efaa; troubleshooting was performed but the clip was not deployed and the cds was eventually removed. No additional information regarding the clip state or corresponding proximal delivery catheter (dc) handle manipulations can be determined. The investigation was unable to determine a cause for the reported unintended movement (clip open during efaa). There is no indication of a product issue with respect to manufacture, design, or labeling.na